Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The distal tip had detached. The inner member was stretched. The markerband was not present on the inner member. There was a radial burst and detachment of the balloon material at the mid-section of the balloon. The material at the detachment site was jagged and uneven. Deformation was noted to the guidewire entry port. No other damage was evident to the remainder of the device. Additional information: device lot # updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: patient weight medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One sprinter legend ptca balloon catheter was attempted to be used to treat a tortuous, severely calcified type c lesion with 100% stenosis in the mid circumflex (cx) artery. There was no damaged noted to the device box or hoop. No issues were noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated using a 1mm non medtronic balloon. The device did not pass through a previously deployed stent. A little resistance was noted when advancing the device, excessive force was not used. The device was not kinked and restraightened during use. It was reported that a detachment occurred at the tip during delivery of the device through the vessel. It was stated that multiple high inflations to 20 atm were performed within the lesion. It was also reported that the balloon burst, lodged into the lesion and was unable to be pulled back. It was noted that with a slight pull the balloon snapped off the catheter and then migrated to the dista l end of tiny branch of the vessel. The sprinter legend balloon was re-wired with a non-medtronic guide wire but the balloon tip was unable to be retrieved. The marker is still in the patient. It was reported that this was a very difficult case, it was indicated that this was not a product quality issue. As the detached portion of the balloon moved quite distally they are not worried and the patient is doing well. It was stated that the patient was stable for 15 min post case then sbp dropped to 70mmhg and hr in the 40's.